Manufacturer narrative:
The reported ¿high impedance¿ issue was confirmed. Analysis of the returned paddle lead found multiple broken wires in the stimulation (paddle) end segment of the lead. These fractures corresponded with the high impedance readings reported from the field. The root cause of the fractures is unknown as the patient did not report any trauma, falls or accidents prior to the reported event.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.